Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented in clinic for follow-up at an unspecified date. Upon interrogation, the pulse generator exhibited back-up vvi operation. Attempted device download failed. It was noted that the patient had been lost to follow-up for an unspecified amount of time from the last interrogation; elective replacement indicator was suspected. The device was explanted due the normal elective replacement indicator and back up vvi operation. No patient symptoms were reported.